Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for test strip not recognizing/not absorbing the blood. Customer stated she would apply the blood sample to the test strip and the meter would not go into test mode and produce a result. The customer is using the proper test strips; manufacturer's expiration date is 07/24/2020 and customer stated she had just opened the vial. At the time of the call the customer reported feeling ill with a headache and believed it to be due to her diabetes. Medical attention was not needed at the time of the call.